Manufacturer narrative:
Trackwise#: (B)(4). The lot # 3000422785 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during saphenous endoscopic vessel harvesting procedure, vasoview hemopro 2 (w/vasoshield) would stop working in the middle of the ligation process. There was no obvious reason for the overheating safety mechanism to be activated. The generator and all power cords were replaced. Unfortunately, the same problem continued. The power was set to 3. Therefore, the device was deemed unsafe for use and was removed from the surgical field. A new device was opened and the remainder of the case was finished with no other issues. The only surgical delay was the time needed to open up a new kit which was about 3 minutes. No injuries occurred due to the defect.

Manufacturer narrative:
Trackwise ID# (B)(4). Updated sections: b-4,g-3, g-6, h-2, h-11. Corrected section:h-3 from "device not returned" to "device discarded". Corrected section:h-6 from "device not returned" to "device discarded".

Event description:
N/a.